Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. This MDR submission is a late submission. A CAPA will be issued.

Event description:
In this event it is reported that a c-pilot files cc+ sterile file bent during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
DHR performed, no fault was found. Trend is observed monthly during psc and no trend has been identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.